Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was abandoned surgically due to a product performance anomaly. Additional information was obtained indicating that the threshold of this rv lead was rising that the physician elected to replace it. Moreover, the cause of rising threshold was not determined. There was no evidence of dislodgement or damage to the rv lead. No additional adverse patient effects were reported.